Event description:
It was reported that the pt experienced headaches following a physical therapy appointment on (B)(6) 2010. The hcp had initially placed a catheter on (B)(6) 2010 for trial only. The pump segment was externalized and connected to another MFR's pump. The pt returned to surgery on (B)(6) 2010 for implant of a pump and pump segment of catheter. The v-wing anchor was dislodged, broken and spinal segment of the catheter was out of the intrathecal space. The catheter was explanted and replaced. The pt recovered without sequela.

Manufacturer narrative:
(B)(4). The catheter has been returned to the MFR for analysis. A follow-up report will be sent when the analysis is complete.